Event description:
In 1999, patient reported discomfort over and around the implant site. During a visit to the center a month later, it was observed that device had fully extruded. The electrode lead remained in the cochlea. The device was immediately removed and the site was closed. Patient was treated for possible infection.